Manufacturer narrative:
The reported product has been returned and is currently undergoing investigation. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 355 mg/dl compared to readings of 74 mg/dl respectively obtained on a built-in precision meter and the results, when plotted on a parkes error grid, fall into the d zone, showing the difference in values to be clinically significant. The customer reported no trend arrows appeared. The length of sensor wear was day 7. There was no report of death, serious injury, or mistreatment associated with this event.